Manufacturer narrative:
The hospital biomed replaced various o-rings and returned the unit to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/18/17 phone call, 12/19/17 phone call, 12/21/17 phone call.

Event description:
The hospital reported that, during a case, higher than expected levels of co2 was noted. The clinician reportedly increased fresh gas flow to resolve. There was no reported patient injury.